Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leak coming from the bottom of the wash syringe in the synchron lx I 725 clinical system. No operator exposure was noted.

Manufacturer narrative:
A service visit was ordered to replace the syringe.